Manufacturer narrative:
Pump unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. Pump passed displacement test and rewind. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. No loose/protruded drive support disk noted. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 309 mg/dl at the time of the incident. The customer¿s parent stated that the drive support cap was flushed. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.